Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that on (B)(6) 2012, the pt started having to put pressure on the coil to have access to sound. Since then he has not been using his audio processor. The pt's skin flap appears to be swollen/thick. Revision surgery was held on (B)(6) 2013, for thinning the pt's skin flap. The surgeon decided to re-implant the pt during the said surgery.